Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use, worn and fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause is attributed to standard wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available.